Manufacturer narrative:
Serial numbers (B)(6) left side and (B)(6) right side were provided, however there is insufficient information to determine which device the allegation of alcl suspected is against.

Event description:
Affected side is unknown.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "positive for bia-alcl," ¿developed pain and inflammation in her breast tissue¿ and ¿emotional distress, mental anguish¿ due to concern with the product.

Event description:
Patient representative reported "positive for bia-alcl," ¿developed pain and inflammation in her breast tissue¿ and ¿emotional distress, mental anguish¿ due to concern with the product. Patient representative also reported ¿cancer is presently stage ii,¿ this event is not related to the device. Device remains implanted. This record is for the left side. Pathological markers have not been provided.